Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.